Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure.according to the complainant, the balloon was positioned within the patient and inflated to a "low" pressure using a leveen inflator and a mixture of saline and contrast. During the first inflation, the balloon was found to be leaking. The exact pressure that the balloon was inflated to when the leakage occurred is unknown.the physician completed the procedure with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."